Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. The customer was contacted and further indicated they experienced disorientation and was provided juice, sugar, and/or food from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. The customer was contacted and further indicated they experienced disorientation and was provided juice, sugar, and/or food from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Sensor data was extracted and observed no issues with the sensor patch components or sensor flag. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities. Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. An accuracy testing was performed on the sensor and no other issues were observed. Therefore, no evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. The customer was contacted and further indicated they experienced disorientation and was provided juice, sugar, and/or food from a third-party. There was no report of death or permanent injury associated with this event.